Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was connected to the machine at the time of the incident. Biomed and nurse stated that during recirculation prior to treatment, dialysate entered the saline bag, approx. 150 ml, they did not notice the bag filling until the pt's treatment was started, potentially exposing the pt to non-sterile dialysate. There was no blood in the bag. The nurse took the bag off and replaced it with a new bag. There were no adverse pt effects noted as pt was in ICU on a ventilator at the acute unit in the hosp. They checked her blood, blood cultures, cbc and cmp and gave her doses of vancomycin for prevention. The air separator cap was replaced.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually noticed during treatment that the saline bag had refilled with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.